Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they had sensor discrepancies. The insulin pump suspended insulin delivery when their sensor glucose was reading at 67 mg/dl while their blood glucose was 197 mg/dl. They had shut off the insulin pump. Their sensor glucose was then reading at 54 mg/dl while their blood glucose was 130 mg/dl. The sensor then shut off when their sensor glucose was reading at 65 mg/dl while their blood glucose was 110 mg/dl. Troubleshooting was not performed. The sensor will not be returned for analysis.